Event description:
It was reported that the patient complained of chest pain when paced in the rv and the physician suspected a microperforation. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
As received, a complete lead was returned measuring 58.2 cm for the reported event of micro-perforation. Visual and x-ray examination found the helix retracted and clogged with blood/tissue, as well as a suture tie impression and outer insulation cut at 17.3 cm from the connector pin due to procedural damage. No conductor fractures or internal shorts were noted. The lead did not exhibit any anomalies besides procedural damage.